Manufacturer narrative:
(B)(6). This lot was manufactured april 14, 2016 - april 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fillport of a large volume infusor during filling. There was no patient involvement. No additional information is available.